Event description:
Clarification of event: it was reported that when a patient presented in the operating room for an unrelated shoulder surgery, the patient experienced a true vf episode. The device delivered hv therapies, but was unable to convert the rhythm. External defibrillation was used to rescue the patient. The patient was doing well afterwards. Further testing was scheduled. New information received indicated that the physician elected to not perform any intervention due to various non-clinical circumstances during unrelated shoulder surgery. Patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the operating room for an unrelated shoulder surgery, the patient received a true vf episode. Hv therapy was unable to convert the rhythm. External defibrillation was used to rescue the patient. The patient was doing well afterwards. Further testing was scheduled. No further information is available.